Event description:
Customer reported experiencing low blood glucose in the 30 mg/dl range. Troubleshooting was performed. Current blood glucose was 55 mg/dl, treated with food. Customer experienced low blood glucose from the months of may through june of 2014. Customer was advised to disconnect from the insulin pump. Customer reported the drive support cap appeared normal. Customer was not disconnected during rewind prime sequence. Customer stated educator lowered basal rates and was still having issues. Reservoir was showing more insulin then the device. The device passed displacement test. The device was not exposed to MRI. Customer was advised to speak to doctor in regards to low blood glucose and to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.